Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4 message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (08/22/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/15/2013 and 8/14/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (07/02/2013)-device evaluation:the test strips involved with this complaint have been returned on 06/03/2013 and evaluated by lifescan product analysis on 06/24/2013 with the following findings: the alleged issue error 4 was confirmed when testing with control solution during investigation. The meter has been returned on 06/28/2013, but it has not been evaluated by lifescan product analysis. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.